Event description:
It was reported that during a laparoscopic cholecystectomy procedure, teardrop-shaped clips were fed into the jaws of device. A competitive device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? The information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? Blood vessel. Was the clip fully advanced into the jaws prior to firing? The information was not provided from the hospital. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? The information was not provided from the hospital. Was there any torquing or twisting of the device present at the time of firing? The information was not provided from the hospital. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. During analysis the jaws open and close as intended. In addition the device locked out as intended but the orange indicator undertraveled. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.